Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient reported ineffective stimulation due to lead being implated at wrong location. In turn, surgical intervention took place wherein the system was explanted on an unknown date to address the issue.